Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26118. It was reported the patient is not receiving effective stimulation in her lower back after suffering a fall. A sjm representative met with the patient and reprogramming was unable to provide coverage in her lower back. X-rays were taken and showed no lead migration. Follow up identified the sjm representative met with the patient again and was able to reprogram better coverage in her lower back. However, the patient is still not satisfied and will follow up with physician for injections.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.